Event description:
Meter was reporting inaccurate results. An evaluation of the system was conducted over the phone, which determined that the meter was reporting results out of range. Customer asked to return meter for further evaluation, and a replacement was provided.